Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited two high, out of range pacing impedance (>2000 ohms) spikes within the last year from a competitor's right ventricular (rv) lead which resulted in inappropriate mode switches. The patient was brought in clinic and provocative maneuvers were performed, but neither noise nor high pacing impedance were observed. Boston scientific technical services were contacted and confirmed the electrical measurements were stable and in range. The physician elected to reprogram the device to prevent mode switches in the future and the patient will continue with normal follow ups and remote monitoring. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.